Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue layer was the suture used on? How was suture placed (continuous or interrupted)? How was the infection diagnosis determined? Were any cultures taken of the wound? If so, what are the results? What are the patient weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that the patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced skin reddish and infection approximately seven days after the procedure. The surgeon treated with medication. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Hysteromyoma what was the date of the procedure? (B)(4) 2018 what tissue layer was the suture used on? Unk how was suture placed (continuous or interrupted)? Unk how was the infection diagnosis determined? Were any cultures taken of the wound? If so, what are the results? The doctor improved the symptoms after disinfecting the wound. What are the patient weight, prior medical history? Unk what is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe related to suture what is the patient current condition? Stable